Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred involving main drawer 6.1, which was not detected on the bus following a system outage. The customer reported that the pyxis experienced a black-screen issue, causing delays in medication access during the reboot process. During the reboot, the bio ID also malfunctioned, preventing user login. In addition to main drawer 6.1, drawers main 2.1, 2.2, 3.1, 3.2, and 4.1 also went off the bus. After rebooting the pyxis, all drawers came back online except main drawer 6.1, which remained undetected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, june 24, 2020, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6.1 was not detected on the bus after resolving the issue of pyxis going out and displaying a black screen. A field service engineer (fse) replaced the faulty control board on drawer 6.2 and verified access. The system functioned as intended after the field service engineer repaired the device.